Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspections of the terminal pin assembly, lead body, and electrode tip found the lead was intact and undamaged, with a slight bend observed near the terminal pin. No guide wires were returned with the lead. A new guide wire of the same model used in the procedure was inserted and passed through the lead, front-loaded and back-loaded, with no resistance felt and no force required. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure, the physician was only able to insert a guide wire into this lead by using force. A different lead was implanted. No adverse patient effects were reported.